Manufacturer narrative:
Currently the lot number is unknown, (B)(6) medical has requested the lot information for this part number and we have been told that this will be provided. The customer has confirmed that the device will not be returned for analysis.

Event description:
Wire broke off in patient. No adverse event to patient. Remedied broken wire by stenting it up against the wall of the distal sfa with an epic stent.

Manufacturer narrative:
(B)(4) made attempts to retrieve the device related to this incident and also tried to determine the lot number of the device. No such information was available and a review of complaint history for the same failure mode was performed. These results indicate that the occurrence rating of this type of failure mode is within expected levels. The device was not received back.

Event description:
Wire broke off in patient. No adverse event to patient. Remedied broken wire by stenting it up against the wall of the distal sfa with an epic stent.